Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2020. The cause of death included failure to thrive with ongoing infection, internal bleeding and numerous admissions.

Event description:
Additional information stated that the patient was at home with hospice care before death. It was reported that the device operated as expected and the patient¿s death was not considered to be device related. The pump was not explanted and will not be returned. The reported bleeding was gastrointestinal (gi), but there was no diagnostic testing or results available. The patient was discontinued on aspirin and was prescribed antibiotics for infection. It was reported that the patient had previously been admitted for an unspecified driveline infection on (B)(6) 2019.

Manufacturer narrative:
Section b5: (B)(6) 2019 admission for driveline infection captured in manufacturer report number 2916596-2020-01937. Manufacturer's investigation conclusion: a specific cause for the reported events (bleeding, infection and patient outcome) as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number mlp-015254 could not conclusively be determined through this evaluation. It was reported that the patient expired on (B)(6) 2020 due to failure to thrive with an ongoing infection, internal bleeding and numerous readmissions. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 26dec2018. The heartmate 3 lvas instructions for use (IFU) lists bleeding, infection and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU provides information regarding anticoagulation, including the recommended inr values. Care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on this event.